Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz3197 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the clinician was flushing PICC when it began leaking was noticed via the external part of the catheter tubing. (14cm is external and 41cm internal). The PICC was dressed with a dressing and securecath used for securement. The PICC was being used for long term antibiotic use and had been inserted approximately 3 weeks ago. PICC removed and power glide pro midline inserted.